Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture. All lead diagnostics were acceptable and stable. During a normal device change out procedure this lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available this report will be updated.